Manufacturer narrative:
Updated field: b4, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and observed the machine has an autofill failure symptom. The screen shows iabp require maintenance. Open the log file and find error code 37 (total fill time out). Test the drive manifold, deep vac: fail. Order the drive manifold spare parts from the company to test the customer's machine. After changing drive manifold (d104-00-0031), it was found that the test drive manifold machine passed. All functional and safety checks performed to meet factory specifications.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use of cardiosave intra-aortic balloon pump (iabp) unit had an autofill failure. There was no patient involvement.